Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the cassette tubing had a kink and he was not getting any fluid during the procedure. This was corrected by an assistant holding the tube in the proper position and the procedure was completed without any complications. There was no known harm to the patient. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, a device history record and lot history could not be reviewed. The returned sample was visually inspected and a bend in the irrigation tubing was confirmed. While the customer¿s complaint of kinked tubing was confirmed, testing of the sample showed that the kink was cosmetic and did not affect the performance of the product. The cause of the kink could not be definitively determined with the information available to date; however, this defect is consistent with a defect observed when the tubing is improperly placed in the tray during the manufacturing process. (B)(4).